Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an alert for battery depletion. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for investigation.